Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was firing scissoring clips. The handle locked out. The event occurred with two devices. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.